Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows the bifurcation portion of one hickman d/l catheter implanted in a patient body. Upon zooming the photo a split was noted on the catheter just proximal to the bifurcation. Therefore, the investigation is confirmed for the reported catheter fracture issue. However, the investigation is inconclusive for the reported difficult to flush issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven days post catheter placement, it presented resistance of the white way of the catheter and when washing the white way it ruptured. It was further reported that the new surgical procedure to change the device. The current patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 9fr hickman d/l catheter was received for evaluation and one electronic photo was provided for review. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture and identified burst as s-shaped compound split was noted on the catheter just proximal to the bifurcation. Further the photo review also confirms the same. However, the investigation is inconclusive for the reported difficult to flush issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2025), g3, h2, h6(device, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven days post catheter placement, it presented resistance of the white way of the catheter and when washing the white way it ruptured. It was further reported that the new surgical procedure to change the device. The current patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2025).

Event description:
It was reported that some time post catheter placement, it presented resistance of the white way of the catheter and when washing the white way it ruptured. It was further reported that the new surgical procedure to change the device. The current patient status was unknown.

Event description:
It was reported that eleven days post catheter placement, it presented resistance of the white way of the catheter and when washing the white way it was allegedly ruptured. It was further reported that the new surgical procedure to change the device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 9fr hickman d/l catheter was received for evaluation and one electronic photo was provided for review. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the identified burst as c-shaped compound split was noted on the catheter just distal to the bifurcation. The investigation is also confirmed for the identified stretched issue as abnormal elasticity was noted on the white extension leg during tactile evaluation. Further the photo review also confirms the same. However, the investigation is inconclusive for the reported difficult to flush issue as the exact circumstances at the time of the reported event are unknown. The investigation is unconfirmed for the reported fracture issue as no evidence of catheter fracture was noted on the returned device. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 02/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven days post catheter placement, it presented resistance of the white way of the catheter and when washing the white way it was allegedly ruptured. It was further reported that the new surgical procedure to change the device. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received and the reportability was reassessed as malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 9fr hickman d/l catheter was received for evaluation and one electronic photo was provided for review. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture and identified burst as s-shaped compound split was noted on the catheter just proximal to the bifurcation. Further the photo review also confirms the same. However, the investigation is inconclusive for the reported difficult to flush issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2025), g3 h11: b5, h1, h6 (patient) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.